Manufacturer narrative:
The reported lot number, 0ml7062902, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with pain, recurrence for her original diagnosis, emotional distress and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.